Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) interface is damaged. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a dislodged usb connector.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an overheating receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.